Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level of 321 mg/dl and 50 mg/dl and no form of treatment was reported. No high band low blood glucose troubleshooting was performed. Customer also reported issue with the blood on the sensor insertion site. No sign of infection was reported and confirmed that they did not receive medical treatment for the blood at site. Auto mode was not active at the time of high and low blood glucose events. The insulin pump is not expected to return for analysis.